Event description:
During a lap colon resection procedure, the clip applier did not close the vessel because the clips were fired open. Another similar device was used to complete the procedure. There were no adverse consequence to the patient.